Event description:
A malfunction indicated by code malf 16 was reported, but no notable events occurred before the issue. The customer did not confirm if their blood glucose level exceeded the normal range, leaving no information about any adverse impact. The customer received assistance from technical support to reset the pump, but the malfunction recurred. Technical support decided to replace the pump and confirmed details for shipping the replacement. The customer agreed to use multiple daily injections as a backup therapy to maintain insulin delivery and understood the instructions for returning the malfunctioning pump in storage mode with a pre-paid label within ten days.